Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. During testing, the manufacturer representative observed numerous vertical line artifacts displayed in images that were unable to be resolved by software correction. The detector panel and cp2 were replaced, thus resolving the issue. The resulting image quality was acceptable and free of artifact. The imaging system then passed the system checkout and was found to be fully functional. The detector panel and cp2 have been received by the manufacturer, but analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was significant artifact on the images produced by the imaging system. A manufacturer representative discovered this issue while performing a system checkout for another case. There was no patient present when this issue was observed.

Manufacturer narrative:
The analysis of the cp2 and detector panel was completed by medtronic personnel. When installed in a known operational imaging s ystem, test image acquisitions had vertical lines in 2d acquisitions and ring artifacts in 3d acquisitions. If information is provided in the future, a supplemental report will be issued.